Event description:
Additional information received indicates that the unit was returned for further investigation.

Manufacturer narrative:
H3: findings / root cause: the reported complaint of alarms tf271 and tf388 were confirmed in the logfile but not duplicated in the fa lab. The o2 pressure regulator on the inspiration block was found to have failed to meet specification. Disposition: the returned unit will be placed on hold.

Event description:
It was reported to vyaire medical that after performing o2 suction the ventilator alarmed. Tf 271 no o2 dosing, tf388 no o2 doing possible. High pressure dis o2, high pressure o2 connected. The ventilator was on a patient with no harm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.